Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that while cs300 intra-aortic balloon pump (iabp) was in use on a patient, the waveform on the display monitor disappeared and an alarm sounded. The user reset the iabp by turning it off and on. Subsequently, the display returned to working as usual and the alarm was not repeated. The iabp was used to continue patient therapy until the patient recovered and was discharged safety. No adverse event was reported.

Event description:
It was reported that while cs300 intra-aortic balloon pump (iabp) was in use on a patient, the waveform on the display monitor disappeared and an alarm sounded. The user reset the iabp by turning it off and on. Subsequently, the display returned to working as usual and the alarm was not repeated. The iabp was used to continue patient therapy until the patient recovered and was discharged safety. No adverse event was reported.

Manufacturer narrative:
A getinge representative has advised that the iabp is working normally with no occurring issues.